Event description:
Patient diagnosed with left thalamic stroke one day post rf ablation procedure. The patient has difficulty with language and mild slowness in thought process and difficulty finding some words. He felt like he was substituting english for russian words. Also noticed his vision improved and the colors were more vivid than they were previously. MRI results: acute lacunar infarction in the anterior left thalamus. No significant mass or associated hemorrhage. Nonspecific white matter signal changes, probably on the basis of chronic microvascular ischemia. Event prolonged the subject¿s hospitalization. Event is unresolved at this time.

Event description:
Patient diagnosed with left thalamic stroke one day post rf ablation procedure. The patient has difficulty with language and mild slowness in thought process and difficulty finding some words. He felt like he was substituting english for (B)(6) words. Also noticed his vision improved and the colors were more vivid than they were previously. MRI results: acute lacunar infarction in the anterior left thalamus. No significant mass or associated hemorrhage. Nonspecific white matter signal changes, probably on the basis of chronic microvascular ischemia. Event prolonged the subject's hospitalization. At the patient's 30 day follow up visit, patient stated he has no deficits or changes in his abilities to function compared to before the stroke.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.